Manufacturer narrative:
The imaging evaluation stated: on (B)(6) 2014, two devices appear to have been implanted within the descending thoracic aorta, with viabahn devices deployed within the celiac artery. The viabahn devices appear to have been deployed ¿sandwiched¿ between the thoracic devices. There appears to be contrast outside the implanted devices, at the level of overlap of the thoracic devices, which is consistent with a type iii endoleak. On (B)(6) 2014, there again appears to be contrast outside the implanted devices, at the level of overlap of the thoracic devices, which is consistent with a type iii endoleak. Growth of the aneurysmal sac can be confirmed with the available images. (8/5/14 65mm x 68mm - 12/10/14 74mm x 74mm) on (B)(6) 2015, a type iii endoleak is visible on angiographic series. Multiple embolization coils appear to have been implanted within the endoleak. On final available series, contrast still visible outside implanted devices at the level of overlap, which is consistent with a type iii endoleak.

Manufacturer narrative:
Concomitant products: (B)(6) 2014 two conformable gore® tag® thoracic endoprostheses. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The imaging evaluation is currently in process.

Event description:
On (B)(6) 2014, the patient was implanted with two conformable gore® tag® thoracic endoprostheses to treat a thoracoabdominal aortic aneurysm. The gore® tag® devices were placed in the distal descending thoracic aorta just proximal to the superior mesenteric artery. During the procedure, the celiac artery was accessed and a gore® viabahn® stent was placed, "sandwiched" between the two thoracic stents. At the conclusion of the procedure, angiography revealed a type iii endoleak around the celiac stent between the two tag® devices. On (B)(6) 2014, cta confirmed the type iii endoleak. On (B)(6) 2014, cta revealed the maximum diameter of the aneurysm had increased to a maximum ap diameter of 7.7 x 7.1 cm. On (B)(6) 2015, the physician attempted coil embolization to treat the type iii leak; however, stable positioning of the catheter could not be achieved, and the procedure was aborted. On (B)(6) 2015, the patient underwent embolization with coils and amplatzer plugs to treat the type iii endoleak. The type iii leak was successfully resolved. However, final angiography revealed type ii (originating from intercostal and lumbar vessels) and distal type I endoleaks. A wait-and-watch approach was taken to observe the endoleaks. The patient tolerated the procedure.